Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted due to patient calcification. The delivery catheter system (dcs) was then inserted into the patient's body, and a 26-millimeter (mm) valve was partially deployed twice and subsequently recaptured twice due to its inability to anchor within in the aortic ann ulus. The dcs was then withdrawn from the patient's body, and a 29 mm valve was prepared and loaded into a new dcs. The 29 mm valve was then successfully implanted. No patient complications were reported as a result of this event. Per the physician, the patient's anatomy contributed to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant procedure, the starting deployment point was around the bottom of the pigtail. Three deployment attempts were made and the valve was recaptured three times due the valve not anchoring within the annulus.